Event description:
On (B)(6) 2011, received 1" piece of explanted lead from st jude medical. No information provided. Investigational letter sent to implanting physician. Will continue to investigate.